Event description:
The patient reportedly experiences pain at the implant site while using the device. The doctor instructed the patient to reduce external equipment wear time and to take pain reliever. The patient has cancelled recent appointments to follow-up with the doctor and audiology. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.